Manufacturer narrative:
Upn changed from (B)(4). Catalog/model # changed from 39135-15201 to 39134-15201. Device lot number changed from 18613511 to 18727028. Device expiration date changed from 11/30/2018 to 12/31/2017. Device manufactured date changed from 11/11/2015 to 12/15/2015. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the lumen. The balloon was loosely folded. The tip, balloon, markerbands, proximal bond, hypotube and shaft were microscopically and tactilely inspected. Inspection revealed damage to the tip, balloon damage (bunching), and a pinhole on the distal edge of the markerband. Inspection of the hypotube also revealed numerous kinks throughout the hypotube and distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mmx20mm x 143cm coyote es balloon catheter was advanced for dilation and device was initially inflated at 10 atmospheres. There was no visual issue noted to the device prior to use. However, during the second inflation at 12 atmospheres, the balloon ruptured after being inflated for 60 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mmx20mm x 143cm coyote es balloon catheter was advanced for dilation and device was initially inflated at 10 atmospheres. There was no visual issue noted to the device prior to use. However, during the second inflation at 12 atmospheres, the balloon ruptured after being inflated for 60 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.